Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unite is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the surgeon noted burns on the pt during the procedure. The burn was described as appearing in a non-pad placement site. The degree of burn and the treatment of the burn were not provided by the site contact. The incident electrosurgical pencil and return electrode were discarded by the site and are of an unk type.